Event description:
It was reported to bioprotect ltd. On (B)(6) 2025, that a bioprotect balloon implantation procedure was performed on (B)(6) 2025, and during digital rectum exam a small amount of blood was observed. Although no rectal tear was observed, the physician put a suture in a rectal wall area that felt vulnerable and thin. He then aspirated the balloon for pressure relief and left it in situ. The patient was discharged the same day. The patient will start his radiation treatment as planned.